Manufacturer narrative:
(B)(4). Date sent 11/21/2024. D4 batch #140d35. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one plee60a device was returned with no apparent damage and with no reload present. The device was returned with a non-working firing mechanism. No further functional test could be performed due to the condition of the device. In order to verify the condition of the internal components, the device was disassembled. Upon disassembling, the pcb board was noted to be non-functional. No conclusion could be reached as to what may have caused the pcb board to be damaged. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 140d35, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished #plee60a, with lot/batch #c9ed58, and no non-conformances were identified.

Event description:
It was reported that during a sleeve gastrectomy the instrument could not be triggered. No patient harm nor significant delay reported. Procedure finished successfully with same like device.